Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) implantable pump for spinal pain indications. It was reported that the patient had been in the hospital for 2 days and needed to have an mra/MRI due to possible brain bleed due to head trauma. It was noted that the hospital thought the patient was sick and having withdrawals, vomiting and sweats. It was noted that while in the emergency room the patient had a psychotic breakdown. The caller stated that the pump had been doing the single tone alarm for "about 2 months" and the healthcare provider said the pump would have to be replaced.